Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services recommended device replacement as soon as possible, as patient's specific therapy needs cannot be guaranteed. Further information was received indicating that the patient will not go through the replacement procedure, as she will be sent home for hospice care. This crt-p remains in service and no adverse patient effects were reported.